Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited 2 second pauses three times. No non-sustained episodes were observed. The patient is pacemaker dependent with a pace rate at 80 ppm and an intrinsic heart rate below 40 ppm.